Manufacturer narrative:
Additional components involved in case ¿ (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, ankle brachial index was performed in follow-up visit. The result was approximately 1.2, and no problem was found. On (B)(6) 2020, the patient was admitted to another hospital due to covid-19 infection. It was reported that the patient¿s condition became severe and required respiratory care. On (B)(6) 2021, the patient had been doing well, and moved to general ward. After the movement, the patient complained of an issue with his legs. Acute vertebral nerve palsy was suspected, and magnetic resonance image (MRI) was performed. It was reported that no abnormalities were found. On (B)(6) 2021, the patient presented with fever. Computed tomography image revealed occlusion of the left renal artery, excluder® devices, the left internal iliac artery, and bilateral external iliac arteries. Thrombus adhesion was also observed on the posterior superior mesenteric artery. On (B)(6) 2021, the patient was transferred to (B)(6) memorial hospital. Aorto-bilateral femoral artery bypass was performed. The patient tolerated the procedure. It was reported that thoracoabdominal aortic replacement would be performed if improvement was observed after systemic heparin administration. The physician¿s commented that the occlusion was likely not due to the stent graft. It is presumed that the cause is due to the infection of covid-19.